Event description:
It was reported that during implant placement the mount couldn't be removed from the implant and implant was removed. Another implant has been placed in order to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned product identified implant / mount have minor signs of use. During a functional test, the implant would not disengage / release from the mount. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 37 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1245408). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1245408) for similar event and no other complaint was identified. Review completed utilizing keywords: does not disengage; release. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.